Event description:
It was reported tissue damage occurred. A left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). During evaluation of release criteria an anomalous object was visualized on the tip of the limbus. A thrombus was presumed and an attempt was made to aspirate the object. The aspiration was unsuccessful and the object remained at the tip of the limbus. Transesophageal echocardiogram (tee) was examined and the object was determined to be a filament of tissue created when the was touched the limbus during release criteria evaluation. The procedure was completed and the patient will continue taking apixaban. No patient complications were reported.